Manufacturer narrative:
The device was returned to cardiac surgery on (B)(6)2010 for investigation. A supplemental report will be submitted when the investigation has been completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-3200 bisector jaws were bent and they were not able to insert it into the cannula. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.